Event description:
(B)(4) memory problems, abdominal pain, extreme weight loss, severe mood swings, gallbladder issues, migraines, periodontal bone disease, extremely painful menstrual cycle and intercourse, fatigue, and many others. Medicaid in (B)(6) said it was the only thing covered for sterilization.